Manufacturer narrative:
On (B)(6) 2016 it was confirmed that the revision was successfully performed on (B)(6) 2016 and that the explants are not available due to hospital policy. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: total replacement of tha components few days after primary surgery, due to femoral fracture. The fracture is not visible in the x-rays supplied. Apparently, root cause for this revision was femoral fracture that may have occurred either at surgery or immediately after. Component malposition, oversizing or leg length discrepancy should not have played a role in this event. Batch review performed on 01 february 2016. (B)(4). On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Event description:
After the surgery, the patient felt pain. The surgeon took CT and found femoral bone was cracked. Revision surgery necessary.